Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old white female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported while attempting to complete a protected percutaneous coronary intervention, the doctor successfully placed an impella cp. Once the wire was removed and the impella cp was turned on, the flow rate in auto remained <1l/min and there was a kink visualized in the catheter. Multiple attempts were made to manipulate the catheter by the doctor and the impella cp was removed from auto without any change in flows. The decision was made to explant this device and implant a secondary device. Once the secondary device was implanted, flows were >3.5l/min at p-9 without any kink visualized. The doctor continued to perform the primary percutaneous coronary intervention successfully.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The impella cp pump was returned. Visually inspected the pump and the entire cannula seemed to be kinked completely. Biomaterial was not found to present in the inflow/outflow or around impeller. Data logs were reviewed, and low flow observed with suction. Also motor current spike was seen. The cause of the low pump flow issue was a kinked cannula per field investigation and clinical review.